Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s controller screen displayed a "settings not available" out of regulation (oor) message. The patient tried decreasing on all groups, but it was not able to increase. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to troubleshoot in person. Additional information was received from the consumer 2020-01-16. It was reported the patient still getting settings not available. The patient did not have any falls. The patient indicated they were going to call the manufacturer representative (rep) directly about settings now available when he is in (B)(6) in a couple of weeks. The patient was currently in (B)(6). The patient was implanted for occipital neuralgia. The patient added that he likes the new ins and it only takes 1 hour to charge, versus 8-10 hours, and the paddle was a lot thinner. Additional information received from a manufacturer representative (rep). It was reported that the rep saw the patient on (B)(6) 2020. An impedance check showed multiple electrodes on both leads were out of range. However, the fractionalization reprogramming was used to achieve excellent coverage for the areas of pain. The patient could then turn all programs up and down through their full range. The can't achieve desired settings warning no longer displayed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.